Event description:
Pt admitted, responsive to painful stimuli only, and being treated for acute pancreatitis, ventilator dependent. Ventilator tubing became disconnected from ventilator machine during pt use, resulting in need to resuscitate pt. Pt's disease (pancreatitis) worsened, developing acute renal failure and dic, resulting in transfer. Pt currently diagnosed with chronic vegetative state. Causality between this event and current neurological status is not known.